Event description:
It was reported by the patient caregiver that the patient had two seizures above baseline since having vns replacement. The provider does not believe that the seizures are associated with vns but can be attributed to the surgery pain and pulse width tolerance. Pulse width was lowered and the patient will be seen again to assess seizures and tolerability. Information was received that the location of the pain from the surgery is unknown. The cause of the patient not tolerating the pulse width was attributed to patient physiology. Provider is speculating because the patient is non-verbal that since the pulse width was programmed high, lowering the pulse width would lower pain and raise tolerance. No additional relevant information has been received to date.